Event description:
It was reported that the patient presented in-patient experiencing heart failure. Device interrogation revealed that the right ventricular (rv) lead exhibited high capture thresholds and intermittent capture. X-ray imaging was performed and revealed a dislodgement of the rv and the right atrial (ra) lead. The rv lead was explanted and replaced and the ra lead was repositioned. The patient was in stable condition.